Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: a review of the pump's history showed pump reboots in the black box. There was no damage found to battery cap or battery compartment. The battery cap was able to attach securely to pump. During testing, the pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap contact height and width were found to be within specification. The pump was opened and no damage was found to power circuit. The issue of intermittent power was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.